Event description:
It was reported that high, out of range (>200 ohms) shock impedance was noted from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic maneuvers to verify lead integrity. It was stated that the patient will likely undergo a defibrillation threshold test (dft) at the next follow up. No adverse patient consequences were reported.